Event description:
It was reported that the ventilator's air gas module was contaminated. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's air gas module was contaminated. Identification of issue has been done by analyzing problem description, service report, device¿s logs and attached photo. Based on technician statement, during the inspection, it was determined that water entered the air gas module from the connected compressor mini. The air gas module was replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient harm. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. No test failures or technical errors have been found in provided device's logs. The cause of the issue was related to malfunctioning compressor mini, however the root cause to the reported problem has not been determined.

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u d4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).